Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the complaint could not be confirmed, as a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint. A sample was not returned. The third-party carrier's website was reviewed, and it was verified that the provided shipping materials were sent to the customer and were subsequently received. The report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached based on the information provided. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
The biomedical technician (biomed) for a user facility reported to fresenius customer service that a dialyzer blood leak occurred during the patient's hemodialysis treatment. The blood leak was noted to be external. Additional information was obtained during follow-up with the clinical coordinator (cc). The patient¿s hemodialysis (hd) treatment was initiated at 13:43 and the blood leak was discovered at 13:58. The blood leak was external. The clinic staff visually observed blood leaking from the dialyzer onto the floor. There was no defect or damage seen on the dialyzer. No saline leaks occurred during prime. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury or medical intervention required as a result of the reported event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The dialyzer was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The biomedical technician (biomed) for a user facility reported to fresenius customer service that a dialyzer blood leak occurred during the patient's hemodialysis treatment. The blood leak was noted to be external. Additional information was obtained during follow-up with the clinical coordinator (cc). The patient¿s hemodialysis (hd) treatment was initiated at 13:43 and the blood leak was discovered at 13:58. The blood leak was external. The clinic staff visually observed blood leaking from the dialyzer onto the floor. There was no defect or damage seen on the dialyzer. No saline leaks occurred during prime. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury or medical intervention required as a result of the reported event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The dialyzer was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: d.10.,e.1.,e.2., and e.3.

Event description:
The biomedical technician (biomed) for a user facility reported to fresenius customer service that a dialyzer blood leak occurred during the patient's hemodialysis treatment. The blood leak was noted to be external. Additional information was obtained during follow-up with the clinical coordinator (cc). The patient¿s hemodialysis (hd) treatment was initiated at 13:43 and the blood leak was discovered at 13:58. The blood leak was external. The clinic staff visually observed blood leaking from the dialyzer onto the floor. There was no defect or damage seen on the dialyzer. No saline leaks occurred during prime. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury or medical intervention required as a result of the reported event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The dialyzer was available to be returned to the manufacturer for physical evaluation.